Event description:
Discrepant results were generated on a pt sample. In 5/05, a pt tested reactive for hbsag at a blood bank (method unk). One month later, 2005, another sample from this pt was tested at the account's facility and was negative on auszyme monoclonal. An aliquot of the sample was sent to a reference lab where repeat reactive results were obtained on immulite hbsag but no confirmatory testing was done. The account retested the sample on 7/05, and obtained negative results on auszyme monoclonal. No impact to pt management was reported.